Manufacturer narrative:
Maude. Initial medwatch. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number mw5088147, a copy is attached. The only information contained in this report is correction or additional information. It was reported that on (B)(6) 2019, during an unknown procedure, upon placement of an unknown screws to repair a right fractured elbow, a drill bit tip broke due to the patient's hard bone quality. The tip of the drill bit was retained within the patient's canal of the ulna. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).